Manufacturer narrative:
The customer did not approve service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty backup battery. There was no patient involvement .